Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the liberty select cycler was having an air detected in cassette warning. The warning occurred in drain 4 of 4 and had occurred several times during this drain cycle. Technical support advised the patient contact with information on the alarm and assisted with cancelling treatment since the alarm continued. The patient contact was advised to follow up with the pd registered nurse (pdrn) regarding incomplete treatment. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. There was no harm or adverse event reported, and no medical intervention was required. Upon further follow up, the patient contact also confirmed that the patient experienced a fluid leak inside the cassette door of the cycler after completing treatment. Prior to the leak, an air detected in cassette alarm occurred during drain 4 of 4 of treatment. The patient was able to complete treatment using the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned for physical analysis.

Event description:
A peritoneal dialysis (pd) patient contact reported that the liberty select cycler was having an air detected in cassette warning. The warning occurred in drain 4 of 4 and had occurred several times during this drain cycle. Technical support advised the patient contact with information on the alarm and assisted with cancelling treatment since the alarm continued. The patient contact was advised to follow up with the pd registered nurse (pdrn) regarding incomplete treatment. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. There was no harm or adverse event reported, and no medical intervention was required. Upon further follow up, the patient contact also confirmed that the patient experienced a fluid leak inside the cassette door of the cycler after completing treatment. Prior to the leak, an air detected in cassette alarm occurred during drain 4 of 4 of treatment. The patient was able to complete treatment using the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.